Event description:
It was reported that during the kidney transplant surgery, the donor bleed in the center of the post-surgery staple line (2 hours approx.) At the origin of the renal artery. The bleeding was not from pressure, the bleeding was evident when instruments were touched on the wall of the stapling. In the procedure the following products. The patient had to be reoperated on, and transfused with 4 units of blood. Was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: patient reoperated and with blood transfusion. Did the patient/user require prolonged hospitalization as a result of the event? Yes description: inpatient 5 days. Regular time for this type of procedure: 24 to 48 hours of hospitalization. What is the patient/user status after the event? Discharged on the fifth day. Was there a significant delay? No.

Manufacturer narrative:
(B)(4). Date sent 5/20/2026. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Was the renal artery taken individually or with a bundle with the renal hilum? Were there any issues with homeostasis during the original procedure was is meant by ¿the bleeding was evident when instruments were touched on the wall of the stapling.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).date sent: 5/20/2026.photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.